Event description:
The customer reported intermittent problems with the vertical lift not going up or down. No patient injuries were reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injury was reported.